Manufacturer narrative:
Additional information: patient demographics provided. There was a reported delay to the procedure of ten minutes due to this issue. The reported issue occurred in a l4-l5 spinal fusion.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. Performed rad/gain calibration and the system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device. It was reported that during a case the site had increasingly more grainy images throughout the case. The clinical case occurred in 3 parts. The first part had images that took with no issue. The second part had a single shot that was a little grainy. For the third part they were unable to get a clear non-grainy shot. The site stated that the graininess was almost like it "bloomed", coming up clear then getting grainy.